Event description:
A hemodialysis user facility has reported that during treatment an external blood leak occurred. The leak was visually observed at the header cap of the dialyzer. Estimated blood loss was 200cc's. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has been discarded. Patient info was not provided by the facility.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the MFR. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.